Event description:
It was reported that during an ultrasound guided breast biopsy, after the device was primed outside the pt in prep for a second sample acquisition, the device fired on its own without depressing the fire button. The procedure was completed with another device. There was no pt injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently undergoing.